Manufacturer narrative:
Evaluation of the returned velocity confirmed a fracture on the catheter shaft. If the velocity is manipulated against resistance, the device may become kinked and subsequently fracture. Further evaluation of the returned velocity revealed kinks on the proximal end and ovalization on the distal end. The root cause of the distal ovalizations could not be determined; however, this damage may have contributed to resistance while advancing the non-penumbra stent during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity). During the procedure, the physician used the velocity to guide the support catheter to the target location. Subsequently, during release of the stent, the velocity fractured. Therefore, the velocity was removed. No additional information was provided regarding the completion of the procedure. There was no report of an adverse effect to the patient.